Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified signs of damage from use such as gouges and dents to the strike plate and handle. Further visual inspection on the tip where the sliding pin moves shows deformation and damage from repeated use. Pin shows some signs of wear as well. Functional testing of the product identified that the locking feature is sticking. The pin sometimes will not fully extend with handle closed causing it to jam. During the technical evaluation lubrication was sprayed onto the sliding pin and did not alleviate the problem. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the insert instrument is defective; it does not hold the stem. There was no surgery involved. The defect was noticed during kit inspection. Attempts have been made and additional information on the reported event is unavailable at this time.